Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion" was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.